Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a tpn infusion was programmed to run over 24 hours however it "ran out well before it was scheduled to." Lvp passed visual and rate accuracy tests in biomed, interested in keystroke and device investigation. There was no report of patient harm or medical intervention. Although requested, no further patient or event information was provided.

Manufacturer narrative:
The customer¿s reported over infusion of tpn could not be confirmed. Review of the pcu event log did not show any infusions of tpn having been programmed. On (B)(6) 2015 at 05:56am the user programmed an infusion of lipids from the guardrails IV fluid library. The user maintained this fluid selection throughout all subsequent infusions. There was no indication in the reviewed log data that an infusion completed before it was scheduled. Inspection of the pump module did not identify any anomalies. The module was found to be infusing within specification. The root cause for the reported over infusion of tpn could not be identified.